Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer full height insep on auxiliary 5 to resolve this issue. Preventative maintenance has performed field service engineer stated that there was a delay in dispensing workflow due to drawer couldn't open between the time the error. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.